Event description:
It was reported that (1) 350l was used during a lap nissen fundoplication procedure. It was reported by the rep that the trocar was inserted into the abdominal wall. The 5mm instruments were inserted into the trocar. After no more than (3) instrument exchanges the surgeon noticed that the trocar seal was leaking. A second trocar was used to complete the case. There was no consequences to the pt.